Event description:
--

Manufacturer narrative:
Additional information made available from a field representative indicated that they do not have the right atrial (ra) lead and that if boston scientific has not received any product, that the hospital still has possession of it. Therefore, the ra lead will not be coming back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead showed signs of gross dislodgement with poor sensing and no capture. The lead was explanted and a replacement lead was successfully implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
--